Event description:
Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient also experienced his hips becoming dislocated, loss of mobility and frequent fevers. It is further alleged that due to patients chronic pain and other symptoms, he will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2005 - dor: none reported (left side). (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code 1827168. A search of the complaint database search finds one additional reported incidents against the metal head since its release for distribution; however, a review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
There is no new allegation. Added lawyer, law firm and stem. Doi: (B)(6) 2005 dor: none reported (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.